Manufacturer narrative:
A ge service representative performed an on site investigation. Checked and cleaned the cross arm rollers and checked cross arm brake. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cross arm brake on the 9800 system is hard to lock and unlock. It was noted that during cases, where they have to move the cross arm many times, their wrists will begin to hurt. Based on the information provided by the customer, there was no report of patient or operator injury.